Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump had an intermittent button response due to moisture damage keypad traces. No scrolling numbers display anomaly noted. Insulin pump had minor scratches on display window.

Event description:
Customer reported receiving a no delivery alarm during manual prime. Customer also stated that the numbers on the insulin pump are scrolling without input. Customer's current blood glucose reading is 110 mg/dl. No further information reported.